Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated a lead warning occurred for high impedance paces. The lead impedance suddenly went out of range, greater than 4000 ohms.

Event description:
It was reported the patient experienced near syncope due to a low heart rate. The rate was reported as in the 30¿s. It was further reported there was high impedance, loss of capture and a confirmed fracture of the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.